Manufacturer narrative:
The affected device was tested by dräger service and the log file was secured for detailed analysis. During a full functional test of the device according to manufacturer specification no deviation was found. Based on the log file the device performed a ventilation in the volume-controlled mode ippv-assist on (B)(6) 2021 between 11:35 and 18:25. There is no log entry indicating a technical malfunction. The log file contains several entries of the application-related alarms ¿tidal volume low¿ and ¿minute volume low¿ without any indication of a relevant leakage in the breathing circuit. This indicates that the volume could not be delivered to the patient based on the ventilation settings. The log entries show that the user tried to adjust inspiratory time and frequency, but not the flow acceleration parameter. Based on the ventilation mode it can be concluded that the parameter flow acceleration was not adjusted properly to apply the set flow within the set inspiration time. Information on how to set adjust flow acceleration is described in the instructions for use. Based on the investigation results it can be concluded that the device operated without any malfunction and alarmed the insufficient flow due to incorrect settings as specified.

Event description:
It was reported that the ventilator did not supply the set volume. The user is associating that problem with the cause of the patient's death.

Manufacturer narrative:
A full functional test of the device according to manufacturer specification after the event passed without deviation. Initial analysis of the log file showed no malfunction on the date of event. Further analysis of the reported information and log file is still ongoing; results will be provided in a follow up-report.

Event description:
It was reported that the ventilator did not supply the set volume. The user is associating that problem with the cause of the patient's death.